Event description:
A surgeon implanted endobuttons during acl procedure using a hamstring graft and the patient experienced an infection. It was also stated they think it is reasonably doubtful the infections are caused by the endobuttons but there is this possibility. Patient was treated with antibiotics and patient is currently doing ok. There was no need for additional surgery. No patient injury or procedural complications resulted.